Manufacturer narrative:
Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while inspecting the instruments after going through the decontamination process there were 2 instruments that were damaged. This item was a small screwdriver and the wooden handle is cracked. As the wood swells with water and heat the crack is more profound. The second item was a cone and the tip of the cone was bend. However, when the item was set aside a staff member at the hospital disposed of it in the red sharps container and was unable to retrieved due to safety concerns. This report is for (1) 1.8mm variable angle locking drill guide/cone. This is report 1 of 1 for complaint (B)(4).